Event description:
It was reported that the generator was returned for repair. The device does not work. No further info provided. It is unk if there was any case involvement. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require; replace generator pcb assembly. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.